Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A duragen suturable dural regeneration template 1 (durs1391) was reported to have been found with the outer sleeve of the package already opened and a hair was found stuck to the outer sleeve of the package. The duragen package was noted to be opened before the product was placed on the sterile field and before it came in contact with the pt.